Event description:
Ventilator screen went blank and alarmed cockpit failure. Patient was bagged and a new vent was used. Patient stable.======================manufacturer response for drager ventilator (per site reporter).======================awaiting response.